Manufacturer narrative:
The actual device was not available; however, a video and a photograph of the sample were provided for evaluation. Visual inspection of the provided video shows the product during priming. Fluid dripping between header and housing was visible. The reported condition was verified. Visual inspection of the provided picture did not identify any abnormalities as only the label of the dialyzer was visible. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 14l dialyzer, an external fluid leak was observed at the cap. There was no patient involvement. No additional information is available.